Manufacturer narrative:
(B)(4). The revision was reported to have taken place on this date, however, it is unknown which components were removed. Medical devices: 11-173664, m2a 38mm mod hd+6mm nk no skrt, 727610 , 11-104111, mlry-hd por fmrl 11x160mm, 334210. Customer has indicated that the product will not be returned to zimmer biomet for investigation, multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03800. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised approximately 13 years post implantation due to pain, metallosis and elevated metal ion levels. Dark stained synovium, with joint effusion were noted.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to metallosis, osteolysis, pain, noise and elevated metal ion levels. During the surgery, the head component was removed and replaced. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient experiencing pain and noise. Metallosis along with osteolysis of the greater trochanter and synovial fluid was found during the surgery. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00922.